Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the olympus bronchofibervideoscope had no image and a b30 error message was displayed. There was no patient injury reported.